Event description:
It was reported that the patient expired. There is no allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
Correction: the concomitant lead was submitted incorrectly as (B)(4). The correct lead should be 2088tc/46 (B)(4).

Manufacturer narrative:
The device was tested using automated testing equipment and no anomalies were found.